Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity, and race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No issues with sample integrity were reported by the customer. Calibrations passed on 6th september 2018 and 7th september 2018 with reagent lot 724778 and calibrator lot 724313. System checks passed on 15th august 2018 and 6th september 2018. Quality control (qc) was passing within the laboratory¿s established ranges. Archive data files (.csv files) were analyzed. Several warning messages were reported before and after this event. However there was no hardware malfunction at the time of testing. Post event, ten (10) replicates of each qc level passed with no issue. The cause of this event could not be determined with the available information.

Event description:
The customer reported obtaining non-reproducible an elevated troponin patient result on their unicel dxi 800 access immunoassay system (s/n: (B)(4)). The customers patient result was above the normal range of the assay. There was a change in patient treatment. The patient was inappropriately admitted to a ward and thrombolysed. They were given 300mg aspirin 300mg clopidogrel and 2.5mg subcutaneous fondaparinex. Quality control (qc) was passing within the laboratory¿s established ranges. No issues with sample integrity were reported by the customer.